Manufacturer narrative:
G4:08apr2021, b4:12apr2021. An authorized service personnel(asp) was assigned to the case; however, the asp was told by the customer that a third-party service vendor was contracted to repair the device. There is no resolution information available. The device reported issue was unable to be clarified. The alleged malfunction can not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
It was reported to philips that the device had a noise from an unknown origin. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.